Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer experienced symptoms of hypoglycemia described as ¿yittery, couldn¿t stand and sweating. The customer was unable to self-treat and received unspecified treatment from a third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event.